Manufacturer narrative:
(B)(4). Date sent: 2/7/2017. Batch # n5313v. The analysis results showed that one ecr60w reload was received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after an unknown procedure, the cartridge could not be removed from the device after firing. When the cartridge was removed forcibly, it broke apart. There were no adverse consequences to the patient.